Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the mildly calcified and mildly tortuous left anterior descending (lad) coronary artery. The 3.5x28 mm xience v stent was implanted at 10 atmospheres (atm) and a distal edge dissection was noted. A 3.5x18 mm xience v stent was implanted at 10 atm to treat the dissection; however, another dissection occurred. Therefore, a 3.0x12 mm xience v stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.